Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a cori assisted tka lab, the real intelligence cori went black half way through painting the tibia. The main monitor said that there was no signal and the console had a picture of a man with a book. They proceeded to switched off at the power and turned back on. Resumed the case, but needed to start from the very beginning. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the shutdown of the cori system during the tibia point collection state was not confirmed. Although the reported problem was not confirmed, the most likely cause of this system shutdown is a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.